Event description:
It was reported to philips that the system would not turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon functional testing, the fse found that the off switch on the review module was defective. To resolve the issue, the fse replaced the control module. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.